Manufacturer narrative:
The manufacturing records were reviewed, and no non-conformities were found. The device was not removed.

Event description:
It was reported to nevro that the patient developed a seroma at the pocket site. The seroma was aspirated and the patient has recovered without sequelae.